Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas 8000 e 602 module and suspected interference. The serial number of the involved cobas 8000 e 602 module was requested but was not provided. The sample was submitted for investigation and was tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. Of the data provided, only the results for elecsys ft3 iii and elecsys ft4 ii assay were discrepant. Refer to the attachment to the medwatch for all patient data. The first results for the sample were automatically reported to the physician. There was no allegation of an adverse event. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue could most likely be excluded. The difference in the results was most likely due to a biological component present in the sample that may react with the reagent. As insufficient sample material remained, further investigation was not possible. Refer to the medwatch with a1 patient identifier (B)(6) for the ft4 assay.

Manufacturer narrative:
The customer provided patient sample for testing. No interfering factor was identified. No product problem was found.